Event description:
It was reported that there may be premature battery depletion. It was also reported per fluoroscopy on the day of the generator and lead change the physician noted that the tip of the atrial lead had dropped down to just above the annulus. In addition there was intermittent capture unipolar and bipolar at 8v/1 msec. The device was explanted and replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, pacemaker, (B)(6) 2010; 4092-52, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.